Event description:
It is reported that a 90 yr old female was undergoing an arthroscopic procedure on leg (type ?) And developed an extravasation with fluid build up and swelling from the knee to lower abdomen. Pt was admitted for observation. No surgical intervention required. It is alleged that during the procedure some difficulty was encountered with the "stop" function button. User info is very vague with limited info regarding specific details of the event. It is reported that the 'stop' button was not working. There are two 'stop' buttons, one of the front of the console and one on the remote control. No info could be obtained as to which 'stop' button was not working. This occurrence prompted the user to use two devices during the same procedure/event. The two devices used are: 83000-02109 = MDR# 1017294-1999-00018 and 83000-01965 = MDR #107294-1999-00017. Both pumps were used during the same procedure and same event. It is reported that both devices displayed the same problem. Requested that the remote control be returned with the pump and tubing but none was rec'd. It is also reported that no pressure sensing sheath was used.